Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl. The customer also reported about the site issues. The customer was treated for the low blood glucose with food and glucose tablets. Customer¿s blood glucose level was 148 mg/dl at the time of the call. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was assisted with troubleshooting the low blood glucose. The customer was advised to call health care provider to discuss possible causes of low blood glucose. The product will not be returned for analysis.